Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the customer and therefore cannot be determined. It is unknown if any part replacement or repair has been conducted to date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint from a philips authorized service provider (asp) reporting that the v60 ventilator lost power while performing a battery test. The device was not in clinical use. There was no report of patient or user harm or other impact. The device did not meet specification for intended use and was removed from service. The asp determined the reported issue was due to a battery failure and advised the customer battery replacement was necessary.

Manufacturer narrative:
H10 g - contact office address and phone number: (B)(6).